Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 and mesh was implanted. The patient reported the mesh was put in too tight in 2010 and had to go back to hospital in 2011 to have part cut out. The patient has been in agony all these years. In 2022, the patient had full removal of the tape - went through the patient's soft tissues, now left with pain in pelvic. The patient gets electric shocks, has to self catheter. The patient further reported in 2011, tried to end life with overdose because they didn¿t want to live like this anymore. The patient couldn¿t wee probably and was getting horrid electric shocks type pain and pain in the leg. The patient reported the surgeon says it was the was the patient's legs were during surgery, but the patient still has the pain almost 14 years later. No further information is available as this was reported by the patient in confidence.